Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes premature rrt. "Pacer was set to 4.0v/0.6ms during all service life."~~~~~~~~~